Event description:
It was reported that the subject device exhibited a no image issue. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; e1 - initial reporter establishment name: (B)(6); g3; g4; h2; h3; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in the cable unit, the displayed image was flickering. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in the cable unit, the displayed image was flickering. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.